Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness has not been tested in patients with traumatic transections.

Event description:
On (B)(6) 2011, the pt was treated with the gore tag thoracic endoprosthesis for a traumatic tear. The pt was young and had a heavily angled aortic arch. The physician intentionally covered the left subclavian artery and landed the device distal to the left common carotid artery. At the end of the procedure, there was no endoleak. On (B)(6) 2011, a reintervention was performed to implant a cook device to treat infolding of the tag device. The pt tolerated the procedure.